Manufacturer narrative:
The device was received for inspection where the reported problem of physical damage and exposed copper was verified. Device failed visual inspection. The problem was due to a physically damaged charger and power cord. A replacement power supply kit was sent to the customer to resolve. Based on this information, no further actions are required at this time.

Event description:
Customer reported physical damage with copper wiring exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Customer reported physical damage with copper wiring exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The device has not been returned for inspection. A replacement power cord will be provided to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.